Event description:
It was reported that premature stent deployment occurred. The stenosed target lesion was located in the mildly tortuous and calcified left coronary artery (lca). A 3.00 x 20mm synergy xd drug-eluting stent was inserted to lesion. An encore 26 inflation device was prepped and attached to the stent. However, staff noticed that the proximal and distal edges of the stent were flared. The stent inflated before being in a correct position and without physician rotating inflation device. The inflation device had not been activated. The physician had to deploy the stent in that position. The procedure was completed and there were no patient complications reported. The patient was fine.